Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 437 mg/dl. The customer was treated for the high blood glucose with their insulin pump. Customer mention that he attempted to insert another sensor, but it fell off. The customer stated communication was never established with the transmitter. The customer reports a lost sensor with previous sensors that they used. The customer was sent replacement sensors. It is unknown what caused the high blood glucose levels. The customer did not return the product back for analysis.